Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during pacemaker device exchange, no stimulation at basic rate was detected with the subject device, patient had own back up rhythm around ~35bpm although basic rate (out of the box ) was set at 60min-1, this could be verified by internal egm ((iegm) measurement and printout. If iegm test was stopped and re-launched suddenly the pacemaker started to pace as expected. This behaviour could be reproduced by first making an impedance test, then a sensing test and then the iegm test. It seemed that the pacemaker settings remained in ddi 30min-1 even after terminating the sensing test. Finally the implanter decided to change to a second pacemaker of the same model that paced as specified. The subject device will be returned for analysis.

Event description:
Reportedly, during pacemaker device exchange, no stimulation at basic rate was detected with the subject device, patient had own back up rhythm around ~35bpm although basic rate (out of the box ) was set at 60min-1, this could be verified by internal egm ((iegm) measurement and printout. If iegm test was stopped and re-launched suddenly the pacemaker started to pace as expected. This behaviour could be reproduced by first making an impedance test, then a sensing test and then the iegm test. It seemed that the pacemaker settings remained in ddi 30min-1 even after terminating the sensing test. Finally the implanter decided to change to a second pacemaker of the same model that paced as specified. The subject device will be returned for analysis.

Event description:
Reportedly, during pacemaker device exchange, no stimulation at basic rate was detected with the subject device, patient had own back up rhythm around ~35bpm although basic rate (out of the box ) was set at 60min-1, this could be verified by internal egm ((iegm) measurement and printout. If iegm test was stopped and re-launched suddenly the pacemaker started to pace as expected. This behaviour could be reproduced by first making an impedance test, then a sensing test and then the iegm test. It seemed that the pacemaker settings remained in ddi 30min-1 even after terminating the sensing test. Finally the implanter decided to change to a second pacemaker of the same model that paced as specified. The subject device will be returned for analysis.